Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the patient but then noticed that the coil was too small for the vessel. Therefore, the ruby coil was removed from the patient. The physician then attempted to resheath the coil on the table so that it could be used later but was unable to resheath the coil. Therefore, the procedure was successfully completed using a new ruby coil. There was no report of an adverse effect to the patient.